Manufacturer narrative:
The associated complaint device was not returned. The engineering investigation revealed the manufacturing records show no abnormalities that could have caused or contributed to the reported incident. It was determined that there were some errors made in the alignment of this case that could have led to the need for additional resections. An osteophyte on the distal medial femur was referenced leading to the distal resection being 1mm more shallow. Also, the proximal tibia resection was planned 1mm less than the proximal resection depth stated in the surgeon preferences on file. Evaluation determined that the extension gap should have been 2mm more than was planned. Though this does not add up to the +8mm which was stated in the complaint, this did make an already tight knee even tighter. The clinical/medical team concluded this complaint reports the use of the patient matched cutting block resulted in an additional cut in the tibia and femur. There is no report of patient injury as a result of the instrument issue. Therefore, no further clinical assessment is warranted. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported additional bone cuts were made on the femur and on the tibia compared to the plan due to block failure.